Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify, how many devices were involved in this single procedure =>the sales rep reported 3 needle-sutures. Procedure name and date: the procedure name is unknown. The procedure date is (B)(6) 2020. Status of product return: we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported in medwatch reports 2210968-2020-05005, 2210968-2020-05006, and 2210968-2020-05007. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During wound closure by interrupted suturing, after passing the needle through the abdominal fascia, when trying to tie a knot, the suture was broken easily. Another package was used. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/29/2020 additional information: h4, h6 - method codes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.